Manufacturer narrative:
(B)(4): the customer reported that the device was failing the defib portion of the opcheck test. There was no report of patient involvement. The hospital's biomed evaluated the device and found that the therapy cable was not being recognized by the defib. Replacing both the therapy pca and the therapy port resolved the failure, according to the biomed. Since multiple parts were replaced to resolve this issue, we can not determine the exact cause of the customer's reported symptom. The unit is back in use at the customer site with no further problems reported.

Event description:
The customer reported that the device was failing the defib portion of the opcheck test. There was no report of patient involvement.